Manufacturer narrative:
A crack in the luer connection of the cartridge was confirmed. A review of the device history record of the reported lot showed no related defects were found during the manufacturing. The lot was released for distribution having met all product design requirements. A lot history review showed no other complaints of this nature for the reported lot. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
It was reported that the arterial connection of the cartridge was cracked. There was no negative patient impact.